Event description:
A customer reported a leak in the tubing that contained an investigation ((B)(4)) medication. The pharmacy tech was adjusting the tubing when it popped and leaked. No report of pt or staff harm. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of the set leaked was confirmed. Although there were no signs of the set being popped out of any location of the components per customer's note. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment. Visual examination under the microscope did not note any crush marks to the upper fitment. Functional testing was performed and a leak was noted coming from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. However the root cause of the tear was not identified.